Event description:
Customer reported issues with the insulin pump. Customer states that his act button is stuck. Customer states that the blood glucose reading was 450 mg/dl. Nothing further reported.